Manufacturer narrative:
Evaluation description: externalized conductors due to internal insulation abrasion were noted at 10.7-14.5cm from the tip electrode. Internal insulation abrasion was noted at 17.2-17.4cm from the tip electrode. Internal insulation abrasion under the rv shock coil was noted at 3.9-4.7cm from the tip electrode. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 2.3-5.5cm from the tip electrode. The etfe coating was abraded at this location. This is consistent with the observation from the field of low lead impedance.

Event description:
It was reported that externalized conductors were observed on diagnostic imaging. High pacing lead impedance and high threshold were also noted. Patient was asymptomatic. Device was programmed off and the patient was sent home with a life vest. The lead was explanted during device change out for normal eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.